Manufacturer narrative:
D4. Unique device identifier (UDI) number has been added in the dedicated section. H4. Correct device manufacturing date has been has been updated in the dedicated section.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the complaint form received was incorrectly filled out by the submitter: no failure occurred in (B)(6)2023 with the involved device, that was out of service since (B)(6) 2018. Therefore, since no alleged malfunction occurred, the event is being re-assessed as not reportable and it will be closed as not-complaint.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in south korea. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, when user plugs a device into an outlet and applies power to the device, the circuit breaker in field operates and the electricity in the area is cut off. It is suspected to be caused by a leak in the cooling unit, and the corresponding part needs to be repaired. There was no patient involvement.